Manufacturer narrative:
During investigation on-site performed by our field service engineer, presence of water was found in the inspiratory side of the ventilator. The whole ventilator was internally cleaned and dried, tested normal and was cleared for clinical use. No parts were replaced. Provided ventilator logs confirms the reported technical error codes. Ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits, which might lead to a ventilator malfunction. The origin of the water was reportedly an overfilling of sterile water into the humidifier.

Event description:
It was reported that the ventilator generated technical error codes indicating communication error and expiratory flowmeter error. Patient involvement is unknown. Manufacturer's ref #: (B)(4).